Event description:
Multiple smartsite primary infusion set tubing in pre-op and in ICU were noted to be faulty. After the bag is spiked, fluid does not flow. Two types of primary tubing found in bins on ICU unit. Both sets had reference number (B)(4). The tubing from carefusion has a slight tea colored tint in the drip chamber and did not prime. The alaris pump infusion set had a clear drip chamber and did prime.